Event description:
Pt presented for a biopsy of the vertebrae. When the radiologist tried to remove the needle it broke off at the hub. The radiologist was able to remove the needle from the pt without much trouble. Another needle from a different lot was used and the pt was released home after the procedure. The pt experienced no adverse effect as a result of the breakage.